Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure to treat a mildly tortuous and heavily calcified, 90% stenosed lesion in the distal circumflex coronary artery, the 3.0x12mm tenku rx balloon catheter ruptured at 14atms when inflated for a second time during pre-dilatation of the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.